Event description:
Legal counsel for the patient reported patient underwent a total right hip resurfacing procedure on (B)(6) 2007. Subsequently, patient's legal counsel reported patient underwent a total right hip arthroplasty on (B)(6) 2008 due to an unknown reason. Review of invoice history confirmed a modular head, taper insert, and femoral stem were implanted. Patient's legal counsel further reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, hypertrophic granulation tissue and inflamed synovium. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative reports noted that the right hip revision performed on (B)(6) 2008 was due to a femoral neck fracture and noted the presence of an area of heterotopic ossification. The modular head was removed and replaced. Operative report further noted the right hip revision performed on (B)(6) 2010 was due to pain and noted the presence of a discolored bulge groove of gluteal muscles, brown fluid with methylmethacrylate in the fluid, brownish tissue, hypertrophic granulation tissue, grayish-brown inflamed synovium, a leg length discrepancy and a loose acetabular cup with no bony ingrowth present. The modular head was removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.

Event description:
Legal counsel for the patient reported patient underwent a total right hip resurfacing procedure on (B)(6) 2007. Subsequently, patient's legal counsel reported patient underwent a total right hip arthroplasty on (B)(6) 2008 due to an unknown reason. Review of invoice history confirmed a modular head, taper insert, and femoral stem were implanted. Patient's legal counsel further reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, hypertrophic granulation tissue and inflamed synovium. Review of invoice history confirmed the modular head was removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-04312/-04313/-04314 & 2014-02416). This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04312 / 04314).